Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.

Event description:
It was reported that post-coronary stenting treatment procedure, stent thrombosis occurred. The target lesions were located in the left anterior descending (lad) artery. First a non-bsc aspiration catheter was used to make two passes in the vessel. Then a maverick2 2.25x15mm balloon was advanced to the mid-lad and inflated at 6atms for 10 seconds and 4 atms for 10 seconds. Next the aspiration catheter was used again for one pass and removed. A non-bsc rheolytic thrombectomy device was then introduced and one pass was made and removed. The maverick2 balloon was again advanced and inflated at 6atms for 10 seconds and 12 seconds and then removed. A non-bsc 180cm guide wire was introduced and then, the maverick2 balloon was again advanced and inflated at 6atms for 10seconds, 8 seconds, 12 seconds and then removed. Three non-bsc drug-eluting stents (3.0x30mm, 3.5x30mm and 3.5x15mm) were then deployed in the distal lad. A non-bsc noncompliant 3.0x21mm balloon was used to post-dilate these stents. Next, a quantum maverick rx 3.5x12mm balloon was advanced to the mid-lad and inflated at 14atms for 10 seconds, 16 atms for 16 seconds and removed. Next intravascular ultrasound (ivus) was performed. Finally, a veriflex 5.0x32mm stent was advanced to a proximal lad bifurcation lesion and deployed at 15 atms for 30 seconds. A quantum maverick rx 4.0x20mm balloon was used to post-dilate the veriflex stent at 12atms for 15 seconds and 10 seconds. A quantum maverick rx 5.0x15mm balloon was used to again post-dilate the distal lad at 12atms for 12 seconds, 10 seconds and 16 seconds. The procedure was completed with no pt complications reported. Three days post-procedure, it was found the lad was clotted off. The pt last dose of plavix was one day prior. The vessel was treated with several inflations of a maverick2 2.5x12mm, maverick rx 3.5x20mm, maverick2 2.0x15mm, maverick2 3.5x20mm, a non-bsc thrombectomy catheter and administered integrilin. The thrombus resolved and no further pt complications were reported. Heparin and plavix were administered post-procedure.